Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: new zealand review of the most recent repair record determined that the motor speed was below specification. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit stopped working. It is unknown if there was patient impact or delay. During device evaluation, it was discovered that the motor speeds were below specifications. Due diligence is complete as no additional information is available